Manufacturer narrative:
Siemens healthcare diagnostics has determined that dimension troponin (tni) and dimension vista digoxin (digxn), estradiol (e2), ferritin (ferr), prolactin (prl), and thyroid stimulating hormone (tsh) have incorrect units for botin in the instructions for use and incorrectly state the level at which biotin does not interfere. In the cases of tni, e2, ferr, prl, and tsh, there is a significant interference at the levels incorrectly stated in the current ifus. Since the biotin si units are listed as umol/l instead of nmol/l the si units are incorrect by a factor of 1000 higher than the level at which biotin does not interfere, e2, a competitive assay, exhibits a positive bias while the other methods (sandwich assays) exhibit a negative bias. Digxn si units for biotin are incorrect by a factor of 100 lower than the level at which biotin does not interfere, in the current IFU. Siemens issued an urgent medical device correction (udmc), dated march 29, 2017, communication (B)(4), to all us accounts and an urgent field safety notice (ufsn), dated march 2017, communication (B)(4), to all outside us accounts who had been shipped the impacted products. Customers were instructed that the non-interfering table for biotin in the letter supersedes the information related to this section in the current ifus for the assays listed until the ifus are updated.

Event description:
Customer reported that there is a typographical error in the dimension vista free thyroxine (ft4) for biotin in the non-interfering table of the instructions for use. Customer is comparing biotin système international d'unités [si units] for ft4 which are nmol/l to ferritin (ferr) and thyroid stimulating hormone (tsh) which are in umol/l. However, ft4 si units are correct and the biotin si units for ferr and tsh should be nmol/l. There are no reports of patient intervention or adverse health consequences due to the incorrect si units for biotin in ferr IFU.